Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown at the time of incident. . Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was unable to complete insulin pump rewind. The customer reported damage at battery compartment, reservoir ring and screen end. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.